Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating and remaining static for an extended period of time despite being plugged in and charging. The customer's blood glucose (bg) was 390 mg/dl. The customer continued to use the pump for insulin therapy.